Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The pharmacist complained of a discrepant inr result for 1 patient tested on coaguchek xs meter serial number (B)(4), when compared to a laboratory result using an unknown method. A capillary blood sample from the patient was 3.9 inr on the meter. One hour later, on a venous sample, the result was 2.9 inr from the laboratory. The patient¿s therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 322640) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and test strips were returned. The customer's test strips and vial showed no defects, in addition, the customer's meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter with a high level control sample with a specified target range of 3.2 - 4.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.